Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a defective printed circuit board. The evaluation found the back cover was damaged, and a slight scratch was on the screen. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the high definition lcd monitor had a fan error. It is unknown when the issue occurred. The device was returned for evaluation. During the device evaluation, the screen occasionally went black (power indicator is on) due to a defective printed circuit board, and the device loss power after being powered on for a while due to defect in the printed circuit board was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image blackout was due to faulty printed circuit board and power of the device does not turn on was due to faulty power supply printed circuit board. Olympus will continue to monitor field performance for this device.